Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during dwell 4 of 4. The technical service representative (tsr) explained that a se 2240 alarm indicates air entered the set up. The tsr instructed the hp to close clamps and cycle power to clear alarm. The hp confirmed to finish therapy with manual supplies. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance spoke with the hp who stated that he believed the cause of the alarm may be related to the bag. He stated that the bag was condensed more than usual. He did not find anything abnormal with the cassette. There was no injuries or medical intervention reported.